Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a suture was used. The needle breaking off during use. The needle tip was observed to break upon skin penetration. The fragment was immediately located and removed. The surgeon thoroughly examined the surgical site to confirm that all needle fragments were removed and to ensure there was no associated tissue damage. There are no injuries or adverse event reported. Device is available for return. Additional information has been requested.